Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) replacement surgery due to the device exhibited fluid loss. All components were removed and replaced. The aus was empty when it was removed. The patient had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported fluid loss was confirmed as analysis identified a leak in the cuff. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the belt cuff component was visually inspected, leak tested and examined. The cuff tab was noted as having been cut, likely during the explant procedure to aid in removal. During leak testing a hole was identified in the lateral cuff shell. The hole damage appears to be consistent with material fatigue. No other damage or abnormalities were identified. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. The pressure regulating balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or other irregularities were noted. No fluid leaks were identified during performance of the leak test. The balloon passed functional testing. The control pump component and corresponding section of kink resistant tubing (krt) were visually inspected, microscopically examined, and tested for leaks. No damage was noted and no leaks were identified in the pump. No leaks were identified in the tubing. The pump component was not functionally tested due to a leak was identified in the cuff. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) replacement surgery due to the device exhibited fluid loss. All components were removed and replaced. The aus was empty when it was removed. The patient had a stable outcome.